Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cable between the anesthesia control board and the display has been replaced.

Event description:
The hospital reported that the unit shutdown during a case resulting in the loss of mechanical ventilation. The patient was manually ventilated. There was no report of patient injury.